Event description:
The burr was already cut by the customer and came for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic that during post-operative, the bur left/stuck in both of the handpieces. There was no patient involvement. Analysis of handpiece confirmed that the base piece of the drill was in the collet.

Manufacturer narrative:
Product analysis found that visually, the inner shaft was broken 0.36 inches from the distal end of the inner hub when returned and the distal outside diameter of the hub was deformed. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.355 inches in the deformed area which was out of specification. The hub bushing was dislodged and not returned. Functional testing could not be performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.